Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance at the user facility by the field service engineer of olympus (B)(4), it was found that the front panel display of the subject device was disappeared when the power switch of the subject device was pressed. The field service engineer recommended to the user the further investigation and repair at olympus (B)(4). There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the failures of the front panel and printed circuit board which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from olympus malaysia, omsc determined there was the possibility this phenomenon was attributed to the failures of the main board and front panel of the subject device. It could not be identified the cause of the failures of the main board and front panel. However, they might have occurred due to the temporally electrical component failure as the phenomenon was not prone to occur. If additional information becomes available, this report will be supplemented.